Event description:
Per the clinic, the patient developed pain and hematoma at the implant site, exposing the receiver/stimulator. Subsequently, the patient underwent revision surgery (date not reported) to aspirate the hematoma.

Event description:
Per the clinic, the device was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.